Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, the right ventricular lead exhibited multiple non- sustained right ventricular oversensing episodes due to lead noise. A drop in lead impedance was noted. Capture and sensing were within normal limits. The patient was set up with remote transmission on (B)(6) 2018. The patient presented for lead replacement on (B)(6)2018. X- ray at the start of the procedure revealed that the lead was found to be bent at a very sharp angle backwards just outside the header. The lead exhibited insulation damage. During an attempt to remove the lead from the endocardium, it was noted that the lead could not be pulled all the way out. The lead was capped and replaced. The patient was in a stable condition throughout the procedure.

Manufacturer narrative:
The implant date mentioned in the previous report was incorrect. The correct implant date is (B)(6) 2017.